Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since 3 month the parents have the feeling that there is a problem with the implant. There was no accident or trauma.

Manufacturer narrative:
The device investigation revealed a defective welding joint between feed-through pin and the implant coil. In addition micro-leaks at the housing's header assembly have been detected. Over a certain period of time, humidity would impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The investigation results appear to match the problems mentioned in the patient report, however it cannot be determined as part of device investigation which of the two failure modes is the primary root cause for the failure. This is a final report.

Event description:
Since mid of 2017 the caregivers had the feeling that there was a problem with the implant. There was no accident or trauma. The recipient has been re-implanted.